Event description:
It was reported the patient fell and went to the doctor's office to be checked. It was then determined the high voltage impedance had 'spiked' to 200 ohms. At the time of lead revision, the new lead was connected to the ICD, and noise was noted on the header, and it could easily be reproduced by tapping. This occurred again after waiting 15 minutes. The device was replaced, with speculation there may be a cracked header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.